Manufacturer narrative:
Concomitant medical products: non cfn plum a pump and primary set; #22 gauge insyte auto guard bc catheters; therapy date: (B)(6) 2016. Additional information provided by the customer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the maxzero connector while infusing normal saline at 75 cc per hr. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the maxzero connector while infusing normal saline. No patient harm reported.

Manufacturer narrative:
The event set was inadvertently lost and unable to be investigated. The reported leak could therefore not be confirmed and the root cause could not be identified.